Event description:
It was reported there was externalization at the level of lead and extension connection. Surgical suture and prophylaxis antibiotics were required as a result of the event. It was unknown if there were any patient symptoms or complications associated with the event. The patient was receiving effective stimulation. Patient outcome was unknown at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: 37086, serial# unknown, implanted: (B)(6) 2014, product type: extension. (B)(4).